Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3543757, lot #196980. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 350cc mentor memorygel breast implant. On (B)(6) 2017 rupture was diagnosed with ultrasound. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018 (right replacement-serial # (B)(4)/ left replacement- serial # (B)(4)).

Manufacturer narrative:
Additional information was received with the field experience report on 5/29/2018. The event date was updated. The right replacement was a 400cc mentor memorygel breast implant, and the left replacement was a 350cc mentor memorygel breast implant. The mentor failure analysis lab received the device for evaluation on 5/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/24/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a 350cc mentor memorygel breast implant. On (B)(6) 2017 rupture was diagnosed with ultrasound. Upon receipt by mentor, the gel contained within the device appeared cloudy. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) of lot number 196188 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).